Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) has exhibited noise on this ventricular lead. This noise has been sensed by the device, and has resulted in the generation of multiple inappropriate episodes. These episodes did not result in the delivery of inappropriate shocks. However, the oversensed noise did result in symptomatic pacing inhibition. All measurements on the lead have remained within normal limits, and the noise cannot be reproduced through pocket manipulation. A guidant technical services (ts) consultant discussed possibilities for the noise, including a connection issue. The patient will be brought back for an invasive evaluation.